Event description:
Patient developed tumor in proximal femur from renal cancer. Removed mod restoration stem, 28 head and mdm poly insert. Implanted gmrs proximal femur with new v40 head and mdm insert

Manufacturer narrative:
An event regarding revision due to tumor on the femur from renal cancer involving a restoration modular stem was reported. Conclusion:the reported event indicates the patient underwent a revision to a gmrs system, as a tumor originating from renal cancer developed on the patient¿s femur. There is no alleged failure of the reported stem. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient developed tumor in proximal femur from renal cancer. Removed mod restoration stem, 28 head and mdm poly insert. Implanted gmrs proximal femur with new v40 head and mdm insert

Manufacturer narrative:
Additional devices listed in this report: cat # 6570-0-128, lot # unknown, description: primary delta v-40 ceramic head 28/0. Cat # 1236-2-852, lot # unknown, description: restoration adm x3 ins 28/52. Cat # 6276-1-125, lot # 43444201, description: 25mm mod rev hip bdy/blt +10mm component level 9006-1-125. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Patient retained devices.